Event description:
During an emergency cardiac intervention, while attempting to place stent to correct position, the stent slid off the balloon requiring a second stent to be deployed to trap the initial stent against the vessel.======================manufacturer response for jo stent graftmaster, jo stent graftmaster (per site reporter).======================documentation was filled out and faxed to the vendor.